Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a ligation of gastric varices procedure to treat venous lesions of gastric fundus performed on (B)(6) 2024. During the procedure, the bands could not be deployed smoothly as the bands did not remain attached to the varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. In addition, only the handle was returned, and it had marks of the trip wire indicating that it was secured. No problems with the device were noted. The reported event of bands falling off varix cannot be confirmed as this problem would only be able to be seen during the procedure. Upon analysis of the returned component, the handle had marks of the trip wire indicating that the trip wire was secured. The available information and the product analysis of the returned device did not identify any evidence of either the alleged problems or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the device was used in the stomach; however, the iuf states that the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the stomach during a ligation of gastric varices procedure to treat venous lesions of gastric fundus performed on (B)(6) 2024. During the procedure, the bands could not be deployed smoothly as the bands did not remain attached to the varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.